Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge was filled with 150 units of insulin. The customer's blood glucose level was 248 mg/dl, and was addressed with manual injection. The customer confirmed additional insulin would be added to the existing cartridge and declined further assistance from tandem technical support.